Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the analyzer application would not load in this particular programmer. Two different analyzers were attempted to be used in this programmer and neither would load. The issue was resolved by running the service disk. No patient complications have been reported as a result of this event.